Manufacturer narrative:
Since the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer stated that the tube was leaking. The customer further stated that the tube presented resistance during infusion of the diet, even with the use of hydration. When the tube was removed, the customer observed a kink near the weighted tip of the tube.